Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. Device history record (DHR): reviewed the DHR for batch 22m10g8931, there is no abnormality and no such defect detected during in process and final control product inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k111236, k182870, k213085.

Event description:
According to the event description: description of event: the patient was admitted due to "esophageal malignant tumor" on (B)(6) 2026. On (B)(6), arterial puncture was planned. During this period, arterial puncture was performed using shielded i.v. Cannula with injection port designed to minimize inadvertent needle sticks and unidentified black object was found in the introducer puncture needle during this period. It was considered to be caused by the product, and a new shielded i.v. Cannula with injection port designed to minimize inadvertent needle sticks was replaced immediately. The replacement was timely and did not cause significant harm to the patient. Description of root cause analysis (by reporter): exclude the patient 's own reason, exclude the nurse' s operation reason, consider it is caused by the product, and find unidentified black object in the introducer puncture needle. Preliminary handling of event: re-puncture immediately with shielded i.v. Cannula with injection port designed to minimize inadvertent needle sticks.